Event description:
Boston scientific received information that this clinic nurse contacted technical services to request a review of a presenting electrogram (egm) from the patient's latitude monitoring system. The patient had complained of rates in the 90-100 bpm range. The egm was reviewed which showed ap-vp followed by a ventricular tachycardia (vt) event through the first half, then as-vs-pvc on the latter half. The vt rate was twice the right atrial (ra) rate. The rv pace/sense egm was flat when pacing occurred. Technical services explained that this observation was typical for paced electrograms. Consequently, technical services could not determine if the issue was loss of capture with escape beats or bigeminy. Technical services commented that the intrinsic rv rate at the end of the episode is in the 100 bpm range and the previous presenting egm was ap-vp with a flat egm (no intrinsic activity). There were no adverse events reported.

Manufacturer narrative:
Additional information was not available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.